Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "nodes in the armpit have appeared", concern over textured implant, "absence of metastasis. Mature lymphomonocyte infiltrate", and "enlarged axillar lymph node, guided biopsy report performed via ultrasound was negative for neoplasia". The device remains implanted.